Event description:
The complainant reported that the patient arrived to the unit and experienced an episode of low blood pressure and appeared to be in a hypercoagulable state. The chest tube was placed on suction and then connected to a different drainage system. There was concern for possible cardiac tamponade; however, once the chest tube was fully suctioned, the low blood pressure resolved. The patient continued to bleed heavily from the mediastinal chest tube. During surgical exploration, the saphenous vein graft was found to be the source of bleeding and was sutured. Multiple blood products were administered.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.